Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve degeneration could not be determined, however, is likely related to progression of disease processes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in united kingdom, approximately 5 years post implant of a 23 mm sapien xt valve in the aortic position, the valve degenerated. A 23 mm sapien 3 valve was placed within the valve. At the time of the report the patient was stable.

Manufacturer narrative:
Reference CAPA(B)(4).

Manufacturer narrative:
As reported from the (B)(6), per the article ¿alcohol septal ablation for outflow tract obstruction after transcatheter aortic and mitral valve replacement¿, a patient underwent transcatheter double valve implantation (valve in valve aortic and native mitral) using a single transapical access. The patient was previously treated with a 23 mm sapien xt transcatheter heart valve (thv) for aortic stenosis approximately 5 years prior. The patient had early degeneration of the transcatheter aortic valve with severe aortic stenosis (opening area 0.65 cm2, mean gradient 40 mmhg, peak velocity 4.3 m/s, mild aortic insufficiency). In addition, the patient was significantly deconditioned from multiple and prolonged hospitalizations for heart failure. The 23 mm sapien 3 valve was implanted into the sapien xt valve during rapid right ventricular pacing. Transesophageal echocardiography after device implantation showed a trans-aortic valvular mean gradient of 11 mmhg with no significant aortic insufficiency. Reference: edris, ahmad, et al. "Alcohol septal ablation for outflow tract obstruction after transcatheter aortic and mitral valve replacement." Catheterization and cardiovascular interventions (2018). This is two of two manufacturer reports being submitted for this case. This report represents the valve implanted in the aortic position (valve in valve). Please reference related manufacturer report no: 2015691-2018-04524.